Event description:
The report stating that a venitlator, purchased in 2/96, and placed into svc in 3/96, had a problem at a pt's home. The ventilator went inoperative for 5 mins, the pt was hand bag ventilated. They turned the unit off then on and it ran for 6 hrs then went inoperative again. There appeared to be no air coming out of the ventilator and the piston was noise. When she unplugged the ventilator from the wall the alarm sounded and could not be canceled until the battery ran out.